Manufacturer narrative:
Upon assessment of the reported event, this report will be completed under manufacturing report number 0002648920-2017-00629.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion to the cause of the event. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-01867 & 1822565-2017-01868.

Event description:
It was reported that the cup was implanted however the screw heads sheared off. No delay or serious injury was reported.